Event description:
On (B)(6) 2006, I had hernia surgery at (B)(6) in (B)(6) by dr (B)(6). Medical records indicate he used 'right medium 3d max mesh.' Not long after surgery there was a lump under the incision and dr (B)(6) just thought it was a bit of fat, but said he could remove it. Since there was more pain than expected I had surgery on (B)(6) 2007 and by that time the lump was quite large. I was scheduled for a local anesthetic and when he made the incision discovered it was not a lump of fat, but muscle and scar tissue that had worked up through the mesh. Instead of the laparoscopic surgery like the first one he had to make an incision through the abdominal muscle for the repair with a local. As a result the hernia soon returned and I'm reluctant to have another surgery, but the hernia is quite bothersome. Have there been other reports of problems with the right medium 3d max mesh?